Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. The device passed all of the functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose was 550 mg/dl. Customer advised the insulin pump is not properly delivering insulin and the no delivery alarm does not trigger. Troubleshooting for high blood glucose levels was performed. Customer did not pass the high pressure test after two unsuccessful attempts. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.